Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced inoperative buttons on channel a keypad; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involved, patient injury, medical intervention necessary or adverse reaction in association with this event. This involved a colleague infusion pump with a user interface module master software version 5.48.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with buttons on the keypad being inoperative on channel a was confirmed during product evaluation. The cause of the reported condition was determined to be fluid ingress inside the pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. A service history review revealed that this device was previously serviced for the reported condition. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.